Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the customer's phone application. Reportedly, the pump bg reading was 200 mg/dl, and the phone app bg reading read 179 mg/d. No additional patient or event information was available. A root cause could not be determined.